Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the segms. As a result of the noise, inappropriate therapy was delivered. Noise could not be reproduced. The lead was capped.